Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted. There were no further out of range impedance measurements or noise noted while the device remained in service with the new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low, out of range, pacing lead impedance measurement. In addition, noise that was being oversensed which resulted to delivery of anti-tachycardia pacing (atp) was noted. Impedance was found to have been fluctuating with a few out of range measurements. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Attempts to obtain additional information were unsuccessful. The lead was surgically abandoned but the device remains in service. No additional adverse patient effects were reported.